Manufacturer narrative:
Unit received with unresponsive keypad. Unable to perform displacement test and self test. Unresponsive response noted during testing. Pump was cut open to perform visual inspection and found flattened keypad dome no crease on the center button. Unable to successfully download using thump software. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: flattened dome (no crease), cracked keypad overlay, cracked case (battery tube), scratched case and pillowing keypad overlay. In conclusion, customer concern for keypad unresponsive button was confirmed during analysis and was due to a flattened keypad dome. Cosmetic damage confirmed at the select button when cracked keypad overlay was confirmed. Unable to confirm low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm, with no reported allegation of a device malfunction, a keypad button that was unresponsive or had a button error, and also damage (physical or cosmetic). The customer reported hypoglycemia and no treatment was mentioned. The customer reported the following leading up to the event: no troubleshooting was identified. The event involved product(s) mmt-332a, mmt-864a, and mmt-1884. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported a keypad anomaly and/or a stuck-button alarm. The customer reported low bgs. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-864a. Mmt-1884 was requested,, and the customer response was that the device would be returned.